Event description:
It was reported while using bd plastipak¿ syringes the pump was alarming during use of the syringe. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: occlusion alarm: during use. Soon after induction, the pump is alarming twice for occlusion. Medication used in the syringe: propofol. See similar complaint records.

Manufacturer narrative:
H6: investigation summary: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2304740, no deviations or non-conformances related to this issue were identified during the manufacturing process. Lubricant is employed during the syringe assembly process, the silicone helps facilitate easier movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Throughout the manufacturing process, force testing and silicone content tests are conducted for each lot to evaluate the plunger movement and ensure the proper quantity of silicone within the product. Testing results were reviewed for lot 2304740 and all results were found to be within required limits. Ten retained samples of lot 2304740 were used for additional evaluation. The product was visually inspected, no damaged or defects were observed and silicone content and breakout force testing verified product met required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on the available information we are not able to determine a root cause at this time.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd plastipak¿ syringes the pump was alarming during use of the syringe. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: occlusion alarm during use. Soon after induction, the pump is alarming twice for occlusion. Medication used in the syringe: propofol. Please see similar complaint records.